Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was unknown. The customer reported that they had critical pump error and received it repeatedly. Customer stated that they were not able to rewind the pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor. Unable to confirm a broken force sensor alarm due to critical pump error alarm.